Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, they couldn't thread the catheter over the guide wire but they were partially able to insert the guide wire through the catheter. It was stated that flushing of the catheter was performed prior to use and the guidewire was provided with the kit being used. A second insertion was done and the procedure was completed with another catheter. There was no reported patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.